Event description:
Customer reported that he experienced high blood glucose. Customer stated he received a no delivery alarm. Customer disconnected and reconnected the infusion set and reservoir and cleared the alarm. Customer was able to treat with a bolus for blood glucose of 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.